Manufacturer narrative:
The device labeling addresses the reported event by including ulceration in the list of potential risks. The device labeling also warns that "failure of patients to take prescribed daily proton pump inhibitor medication increases the risk of gastric ulceration or perforation." The device is contraindicated for "patients who are unable or unwilling to take prescribed proton pump inhibitor medication for the duration of the device implant."

Event description:
Patient went to ER on (B)(6) 2016, reporting sharp left upper quadrant pains. The balloon was removed on (B)(6) 2016 and physician observed 2 ulcers in the stomach (1 superficial in fundus, not bleeding, 1-2mm dia; second ulcer deep, along greater curve transition from fundus to gastric body, not bleeding, 1cm dia). Patient reported that she had stopped taking her daily proton pump inhibitor medication approximately 45 days prior and had not completed the full 6-month course of proton pump inhibitor medication as prescribed.